Event description:
This is filed to report inability to close a clip. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and a restricted posterior leaflet. A mitraclip xtw was placed in the medial jet without incident, reducing mr to a grade of 2-3. A mitraclip xt (20613r104) was then inserted, but after grasping both leaflets and attempting to close the xt, the clip would not close. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed. In the physician¿s opinion, the clips limited ability to close was likely due to the clip caught in chordae. A mitraclip ntw (30109a1012) was then used to address the lateral jet, but became caught in the chordae, and caused an increase in mr to a grade of 3-4. The physician was unable to determine if any tissue damage occurred. The clip was removed and replaced with an xtw clip. This clip was successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided the reported difficult or delayed positioning associated with the clip interacting with the anatomy (chordae) resulting in inability to close the clip appears to be related to patient conditions (fully blunted pulmonary vein, restricted posterior mitral leaflet, mitral valve area of 5.54 cm2, and low transseptal height of 3.8mm/hg). There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.